Manufacturer narrative:
A ventilator was reported with failing pressure transducer test during pre-use check. A service engineer changed the expiratory channel printed circuit board (pcb) and the pressure transducer pcbs. The ventilator passed the pre-use check and was returned for clinical use. The pcbs were not returned for investigation but logs were returned. The returned logs only contained test data starting on (B)(6) 2021, which was a week after the reported event. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or relevant logs are available, the root cause cannot be determined.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).